Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of insulation damage. Based on the condition of the returned unit, it is likely that the reported event was caused by rough handling during the shipping, and/or handling processes. The damage likely occurred after final inspections in manufacturing. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: laparoscopic umbilical hernia repair. Event description: hospital: [hospital name]. Product: cb030. "Surgeon was using cb030 for monopolar coagulation, and he felt the current leaking. The insulation was broken." Product available for return. Patient status: no patient injury. Intervention: used alternative.

Event description:
Type of procedure: laparoscopic umbilical hernia repair event description: hospital: [hospital name] product: cb030 "surgeon was using cb030 for monopolar coagulation, and he felt the current leaking. The insulation was broken." Product available for return. Patient status: no patient injury intervention: used alternative.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.